Manufacturer narrative:
D9 - product received date 8/4/2025. H3/h6 - test data. Three photos were received for evaluation for the complaint that the device had cuff rupture that required extubation and patient suddenly had an air leak. The visual and functional testing was performed. In attempts to replicate clinical use, the cuff was inflated as per IFU using an ICU medical provided syringe. There were no difficulties observed during inflation and no leaks observed. Unable to confirm customer complaint of cuff rupture, air leak.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had cuff rupture that required extubation, and patient suddenly had an air leak. There was delay in therapy. The potential lot numbers provided were 6066701 or 6060042. Event occurred during use on patient, and there was no reported patient harm.